Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: on 8/oct/2021, fresenius became aware (via a customer experience survey) of a patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an unspecified infection (date not provided) and access/catheter (not a fresenius product) issues. Subsequent attempts to obtain additional information (medication records, discharge summary, hospital records) proved unsuccessful, as the patient¿s electronic medical record was closed. Based on the limited follow-up information available, the patient¿s liberty cycler and fmc cassette can be disassociated from the events.

Event description:
During an anonymous customer experience survey, it was reported that the customer discontinued peritoneal dialysis (pd) therapy due to a serious infection and had problems with their access/catheter. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Event description:
During an anonymous customer experience survey, it was reported that the customer discontinued peritoneal dialysis (pd) therapy due to a serious infection and had problems with their access/catheter. There were no recorded issues with a fresenius device, or product in relation to the reported event. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined; device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.